Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 5.7-8.3cm from the distal end of the svc shock coil. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.